Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had thoracic pain immediately after surgery which was presumed to be incisional pain. The patient went home on a monday and on tuesday, they notified the rep that his leg was experiencing some numbness/weakness. Eventually, the patient had loss of movement of his left leg and went to the emergency room (ER) on wednesday. It was then decided to take the entire system out; the lead and the implantable neurostimulator (ins) were removed due to increased thoracic pain and leg numbness. The issues were not resolved at the time of the report and the patient was alive with injury of the loss of sensation in their left leg. There were no further complications reported or anticipated.